Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low battery alarm on the insulin pump. The customer's blood glucose level was 40 mg/dl. The customer stated that she did know that the battery was dying and she gave herself too much insulin and had a low. The customer was advised to clean battery with dry cotton swab. The customer was advised to put new energizer aaa (B)(4) battery and we will ship a replacement battery cap. The patient was advised to call back if issues continues.